Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.50/2.5/104 (sphere/cylinder/axis) , implantable collamer lens was implanted into the left eye (os) of a patient with myopia astigmatism since age 10yrs on (B)(6) 2016 and vision was corrected, va 20/16. On (B)(6) 2019 the patient complained of blurred vision "after playing football (bounce a ball with head)." The doctor found va to be 20/25+1 ph20/20-1, refraction +0.62 = 2.25 x 162 and icl (implantable collamer lens) had rotated. On (B)(6) 2019 the doctor repositioned the lens and vision returned to 20/15-2. On (B)(6) 2020 the patient returned with complaint of blurry vision after waking up. He denied any trauma. His va was 20/20-2 ph 20/16-2, refraction +0.75 = -2.12 x 162 and icl (implantable collamer lens) was rotated counterclockwise to 14 degree position. The doctor stated that " a week later the icl is still in worsen rotated position." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - "the surgeon repositioned the lens again clockwise 9 degrees on (B)(6) 2020 but during a follow up on (B)(6) 2020 the surgeon found that the lens was aligned clockwise 60 degrees. The lens remained implanted. The surgeon would like to exchange this lens to 13.2." Should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B5 - the surgeon removed the initial lens on (B)(6) 2021 and implanted the replacement lens vticmo13.2-12.50/+2.5/095 ((B)(6)) in the same operation. Claim#: (B)(4).